Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory indicated an alert for excessive charge time eos (end of service). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient many episodes requiring high voltage therapies. The device had an excessive charge time and a charge circuit timeout occurred and the device was noted to be at end of service. During a review of the episodes, it was also noted that the right ventricular lead was noted to have svc coil impedance that was noted to be high as well as fluctuating for approximately 6 months. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they had received inappropriate therapies. The device and lead were explanted and replaced.